Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak discovered when a cassette was removed from the cycler. Fluid leaked from what looked to be the two pumps inside the cassette door. Fluid was not found on the external part of the cassette. In a follow up, the nurse verified the fluid leak event and said there was no harm, intervention or adverse event for the patient. The event happened while the patient was doing a treatment in the clinic as a training opportunity. The cycler is available to return as sample product.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak discovered when a cassette was removed from the cycler. Fluid leaked from what looked to be the two pumps inside the cassette door. Fluid was not found on the external part of the cassette. In a follow up, the nurse verified the fluid leak event and said there was no harm, intervention or adverse event for the patient. The event happened while the patient was doing a treatment in the clinic as a training opportunity. The cycler is available to return as sample product.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. The system air leak test passed. Post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.